Manufacturer narrative:
(B)(6). No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that during a procedure with an incisor blade it was observed that one of two shaver blades produced metal shavings in the patient. Metal shavings were removed using an incisor plus blade. A back up device was used. No reported patient injuries. No other complications were noted.

Manufacturer narrative:
Visual assessment of the device showed no evidence of material shedding. After the evaluation the root cause for the reported issue there was no problem found. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.